Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found error pointing to the generator preventing energy activation and replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and the customer reported complaint was confirmed. A review of the logs found errors confirming the issue occurred in the field. Upon visual inspection no issues were found that would be related to the reported event. The generator was tested using a well-known system and the unit displayed error c-34 on startup. The complaint was confirmed based on failure analysis which indicates that the device may have contributed to the customer reported issue. The probable root cause could be attributed to faulty electrical components inside the generator throwing error c-34. This error indicates a lower voltage than expected during energy activation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error c-34 on the integrated electrosurgical unit repeatedly when monopolar energy was used. The customer confirmed that the bipolar energy was working properly. The customer replaced the instrument and the energy cable, but the issue remained. The customer then power cycled the generator with no change. The technical service engineer advised the customer to replace the generator with a third-party generator as the it needed replacement. The procedure was completed with no reported injury.